Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit and was able to reproduce the reported failure. The stm installed a new fiber optic assembly and replaced the line cord cable. The iabp passed all calibration, functional and safety test perform and was returned to the customer and cleared to clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) presented a fiber optic related issue. The unit was swapped out. There was no patient harm and no adverse event was reported.